Manufacturer narrative:
An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter was issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers on december 8, 2017 to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
The customer stated that the architect c4000 analyzer generated discrepant low results. Upon repeating the results were either normal or elevated. There was no report of impact to patient management. Sid (B)(6): an initial calcium result of <2.0 mg/dl was generated. The sample was repeated and a result of 9.0 mg/dl was generated. Sid (B)(6): an initial glucose result of <5.0 mg/dl was generated. The sample was repeated and a result of 495 mg/dl was generated. Sid (B)(6): an initial albumin result of <0.4 mg/dl was generated. The sample was repeated and a result of 4.5 mg/dl was generated. Sid (B)(6): an initial albumin result of <0.4 mg/dl was generated. The sample was repeated and a result of 3.9 mg/dl was generated. Field service inspected the architect c4000 analyzer and determined the issue was related to two damaged cuvette segments with detached bases. Follow-up contact with the customer confirmed that replacement of the damaged cuvettes resolved the issue.